Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer had not tested blood glucose (bg) level at the time of the event. There was no reported impact to bg level. The customer reported that manual injections would be used for alternate insulin therapy.